Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a burning sensation down his leg regardless whether the stimulation is turned on or off. The sjm representative met with the patient and impedances were normal and x-ray did not reveal any anomalies. The ipg placement is close to the patient's intergluteal cleft. Surgical intervention may be pending to address this issue.